Event description:
It was reported it was reported on (B)(6)2019 ¿ 4fr PICC lot redn2070 catheter cracked 8-9cms. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fracture is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A valved luer cap was attached to the hub. The catheter was trimmed at the 52 cm depth marker. Bends in the catheter were observed at the 3 cm, 6 cm, and between the 8 and 9 cm depth markers. One photo sample was also provided depicting a circumferential split on a powerpicc catheter. The catheter appeared to resemble the returned physical sample. Microscopic observation revealed a circumferential split between the 8 and 9 cm depth marker. The catheter tubing was observed to be compressed at the location of the split. The split edges had a light discoloration and appeared to be smoothed out. The split surface was course and worn down. The catheter surface near the split had visible wrinkles on the material. The sample was cut at the 10 cm depth marker. The wall thickness was measured and was found to be within manufacturing specification. The characteristics of the split are consistent with damage caused by repeated of the catheter leading to material fatigue. Since a split was present on the returned catheter, the complaint is confirmed. The instructions for use (IFU) state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redn2070 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2070 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported it was reported on (B)(6) 2019 ,4fr PICC lot redn2070 catheter cracked 8-9cms